Event description:
It was reported that premature battery depletion of this device was suspected. A boston scientific technical services consultant reviewed device data via latitude (remote monitoring system), which confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing only in the last 6 months, and the power consumption is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that premature battery depletion of this device was suspected. A boston scientific technical services consultant reviewed device data via latitude (remote monitoring system), which confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing only in the last 6 months, and the power consumption is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced, and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that premature battery depletion of this device was suspected. A boston scientific technical services consultant reviewed device data via latitude (remote monitoring system), which confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing only in the last 6 months, and the power consumption is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information was provided several months ago that this device would be returning for analysis. At this time, this device has not been received.